Event description:
It was reported that the physician performed diagnostics which resulted in high lead impedance. Although full vns revision surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.